Event description:
Doctor was placing a lumbar drain during case. Doctor extracted the lumbar drain and as it was being removed the tip of the drain unraveled/frayed. Imaging confirmed a retained piece of drain in canal space. FDA safety report ID# (B)(4).